Event description:
The device was sticking out horizontally and turning to the side. The pt was in constant pain. The pt had lost 60 lbs since implant. The pt still had therapeutic effect. The device was revised and the pt was doing well.